Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's daughter is calling on behalf of the customer. The customer is concerned with tests results in the meter's memory. The customer's expected fasting blood glucose test result range is 100mg/dl to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history : (B)(6). Customer was in the hospital for symptoms of high blood sugar on (B)(6) 2016 , it was not a result of the self monitoring blood glucose device system.